Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device was working automatically while rotating tps cable during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was working automatically while rotating tps cable during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.